Manufacturer narrative:
Device not explanted.

Event description:
A patient received a perceval pvs23 sutureless aortic heart valve in 2016 as part of an avr. The manufacturer was notified the valve has become stenotic. The site is planning on tavr in 1-2 weeks. No further information was received.

Manufacturer narrative:
The manufacturer received additional information from the site. The following information is contained in section b5: on (B)(6) 2016 a patient received a perceval pvs23 sutureless aortic heart valve as part of an avr. The pre-operative diagnosis was as follows. Severe aortic stenosis with congestive heart failure symptoms, hypertension, debilitation, chronic immunosuppression with prednisone due to shortness of breath and lung disease, diabetes, bipolar disorder, hyperlipidemia, and hypothyroidism. Tee done immediately prior to implant showed maximum velocity across the aortic valve is 4.2 m/sec. This correlates to a maximum pressure gradient of 70 mmhg; the mean gradient was 45 mmhg. These findings suggested severe aortic stenosis. There is trace mitral regurgitation. Trace tricuspid regurgitation. An aortic valve replacement with the perceval pvs23 was performed. No concomitant procedures occurred. Post tee showed prosthesis is seen in the aortic position. It was well seated and well positioned. The leaflets are seen to open well. Gradients not documented in report. Echo data over the course of the implant is as follows. Echo done 11/3/2016 showed a peak gradient of 22.2 mmhg and a mean of 10.5 mmhg with an aortic valve are (ava) of 1.3 cm2. Echo done 1/31/2018 showed a peak gradient of 25.8 mmhg and a mean gradient of 13.4 mmhg with an ava of 1.2 cm2. Echo done 1/6/2020 showed peak gradient of 78.4 mmhg and a mean gradient of 47.6 mmhg with an ava of 0.76 cm2. Invasive gradients done 2/4/2020 showed there was a 78 mmhg gradient across the aortic valve with a peak-to-peak of 70mmhg, with a mean gradient of 60 mmhg. The patient underwent a tavr procedure to treat the stenotic valve on 2/18/2020 with an edwards sapien 3 size 23 mm. Since the valve was no explanted and no sn information was received, no further investigation can be performed at this time. It is possible that the patient's risk factors (diabetes; congestive heart failure symptoms; hypertension; hyperlipidemia) contributed to the reported degeneration, high gradient and stenosis. However, since no investigation could be performed, this cannot be ultimately confirmed. Structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device.

Event description:
On (B)(6) 2016 a patient received a perceval pvs23 sutureless aortic heart valve as part of an avr. The pre-operative diagnosis was as follows. Severe aortic stenosis with congestive heart failure symptoms, hypertension, debilitation, chronic immunosuppression with prednisone due to shortness of breath and lung disease, diabetes, bipolar disorder, hyperlipidemia, and hypothyroidism. Tee done immediately prior to implant showed maximum velocity across the aortic valve is 4.2 m/sec. This correlates to a maximum pressure gradient of 70 mmhg; the mean gradient was 45 mmhg. These findings suggested severe aortic stenosis. There is trace mitral regurgitation. Trace tricuspid regurgitation. An aortic valve replacement with the perceval pvs23 was performed. No concomitant procedures occurred. Post tee showed prosthesis is seen in the aortic position. It was well seated and well positioned. The leaflets are seen to open well. Gradients not documented in report. Echo data over the course of the implant is as follows. Echo done (B)(6) 2016 showed a peak gradient of 22.2 mmhg and a mean of 10.5 mmhg with an aortic valve are (ava) of 1.3 cm2. Echo done (B)(6) 2018 showed a peak gradient of 25.8 mmhg and a mean gradient of 13.4 mmhg with an ava of 1.2 cm2. Echo done (B)(6) 2020 showed peak gradient of 78.4 mmhg and a mean gradient of 47.6 mmhg with an ava of 0.76 cm2. Invasive gradients done (B)(6) 2020 showed there was a 78 mmhg gradient across the aortic valve with a peak-to-peak of 70mmhg, with a mean gradient of 60 mmhg. The patient underwent a tavr procedure to treat the stenotic valve on (B)(6) 2020 with an edwards sapien 3 size 23 mm.